Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) communicated with the customer and confirmed that the system was unable to boot. The fse visited onsite and upon functional testing, the fse reviewed the logs and confirmed that the drive system software of the equipment's main computer was not running properly. To resolve the reported issue, the fse reinstalled the os/application on the main computer of the device and restored the backup data. Additionally, the fse also confirmed a startup delay in the image processing computer, so simultaneously reinstalled the os/application on the image processing computer. After this, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was unable to boot. The device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.